Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported the graft was stripping/uneven during surgery. It was reported that the dermatome was striping the graft. There was no harm, no delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the graft was stripping/uneven during surgery. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. Product review of the air dermatome on february 12, 2020 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on february 12, 2020 which included replacement of the vespel bearings and semi-circle bearings. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced during evaluation. The only finding noted was the unit was out of calibration at the zero setting, however, since grafts are not taken at the zero setting that was not a cause of the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.